Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 03/13/2007 and mesh was implanted concurrently with uterine suspension, cystocele repair with vaginal paravaginal and mesh augmentation, rectocele repair, perineorrhaphy, cystoscopy, urethral calibration, and implantation of cook surgisis es soft tissue graft due to sui, cystocele, and rectocele. Following insertion, the patient experienced extrusion, infection, urinary problems, recurrence, vaginal scarring, and bleeding. On (B)(6) 2010, patient underwent a hysterectomy due to pelvic organ prolapse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent implantation of mesh on (B)(6) 2007. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.